Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered a bolus in addition to the automatic bolus delivered by the pump software resulting in a low blood glucose (bg) level. The customer's bg level was 23 mg/dl and the customer consumed carbohydrates to address bg. Additionally, emergency medical services provided assistance by administering oral glucose and intravenous glucose. Reportedly, the customer experienced a seizure resulting in an accidental self-inflicted eye injury due to the low bg event. Recommendation was made to consult with healthcare provider regarding diabetes management.